Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge luer lock had a slight indentation in it. The customer filled the tubing without any leakage or alarms. There was no reported impact to the blood glucose.